Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf., device eval by manufacturer? , if other specify, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "rn programmed alaris module to administer potassium chloride 20meq/100ml. Rn observed drip start which appeared to be running at an acceptable rate. When assessing pt 5 mins later, almost the entire bag of potassium chloride infused in no more than five minutes. Rn immediately turned off the channel and notified the lead rn and the doctor. Dr instructed to monitor pt. Removed and sequestered brain and with two modules and bags / lines still intact. New equipment was obtained for pt use. Pt was monitored with no cardiac or other symptoms occurring. Incident occurred around 2200 on (B)(6) 2023. K levels as follows: (B)(6) 2023 at 2039 3.1 mmol/l, (B)(6) 2023 at 033 3.0 mmol/l, (B)(6) 2023 at 433 3.7 mmol/l." There was patient involvement but no harm.

Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customers medwatch report from FDA which states, "rn programmed alaris module to administer potassium chloride 20meq/100ml. Rn observed drip start which appeared to be running at an acceptable rate. When assessing patient (pt) 5 mins later, almost the entire bag of potassium chloride infused in no more than five minutes. Rn immediately turned off the channel and notified the lead rn and the doctor. Dr instructed to monitor pt. Removed and sequestered brain and with two modules and bags/lines still intact. New equipment was obtained for pt use. Pt was monitored with no cardiac or other symptoms occurring. Incident occurred around 2200 on (B)(6) 2023. K levels as follows: (B)(6) 2023 at 2039 3.1 mmol/l, (B)(6) 2023 at 033 3.0 mmol/l, (B)(6) 2023 at 433 3.7 mmol/l." There was patient involvement but no harm.